Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that their external device was taking a long time to pick up their pump. Agent had difficulty understanding the patient because they were speaking too fast. Pt clarified that it takes 2 to 3 mins to take a bolus. Pt rep suddenly took over the call and said when they do a bolus, its gradually getting longer and longer. Pt rep said the issue started maybe a week or 2 ago. Agent reviewed information. During the call they were in the locked-out screen showed 2 hours and 16 mins. Agent walked them through clearing the data. Pt rep confirmed they were able to connect to the myptm app without lag. Troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh90t01 (lot: rf8t60tw6sx); product type: 2201-mobile platform; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.